Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data provided by the customer. The customer's quality control (qc) had one result that was out of range, but the customer stated no patient samples were run during that time. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result received a "above assay range" flag and was not reported out to the physician(s). The customer tested the same sample on an alternate dimension vista instrument (serial number (B)(4)), resulting lower. The customer repeated the same sample on another alternate dimension vista instrument (serial number (B)(4)), resulting lower than the original result. The customer reported out the first alternate instrument's result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.

Manufacturer narrative:
The initial MDR 2517506-2017-00168 was filed on february 15, 2017. Additional information (04/25/2017): the siemens headquarters support center (hsc) reviewed instrument and reagent data. Hsc found that the diluent vial had an atypical aspiration, consistent with incomplete sampling of the diluent on the >200 ng/ml result. Hsc is unable to confirm how the diluent vial was under filled. Hsc reviewed the instrument log files and found the vial has been offloaded. All other diluent aspirations captured in the log were within specifications and expectations. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.